Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was stuck on the fill tubing stage. The customer's blood glucose was unknown. Assisted customer with the rewind process but the insulin pump was still becoming stuck. Advised customer to revert to a back-up plan per healthcare provider's instructions. The customer stated that she would contact her doctor. Advised that a replacement insulin pump would be sent. Nothing further reported.